Manufacturer narrative:
(B)(4). The product cannot be analyzed for the complaint of infection as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR reports: #1627487-2016-02344, #1627487-2016-02345. Patient received 2 leads from the same lot and 2 anchors from the same lot. It was reported the leads were eroded out of the patient's back secondary to an infection. The physician explanted the patient's devices.